Event description:
It was reported that (1) 578sd was used during a "btl" procedure. It was reported by the rep that the surgeon stated that when surgeon introduced the "filshie clip" the 578sd trocar seal tore and fell into the abdomen. The surgeon was able to retrieve the gasket and the pt was not injuried. It is unknown if the surgeon used the subject trocar to completed the case. There was no consequence to the pt.